Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2023, it was reported that the pediatric patient was using a closed loop system and did not receive insulin from the pump due to an inaccurate cgm was reading of 8.0 mmol/l. At an unknown point during the event the blood glucose reading was 30.0 mmol/l. The patient was experiencing symptoms of ketoacidosis with vomiting and onset of coma and the patient was seen in the hospital. It was mentioned that the patient received treatment with insulin, but no further details were provided regarding this, and regarding the amount of time the patient spent in the hospital. It was reported that the ph was 7.62 and the ¿be¿ 20¿. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.